Event description:
It was reported by pt's counsel that pt underwent left knee replacement in 1999. Post-op, the pt experienced pain and was revised in 2006, where osteolysis and polyethylene wear was noted.

Manufacturer narrative:
Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.